Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Follow up is being conducted to determine the legal contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pinnacle unf and medical records received. After review of the medical records the patient was revised to metalosis, blood heavy metal and infection. Operative note reported large amount of metalosis throughout the tissues and pseudotumor. All were removed and test for pathologist. Infection classification of noted that the acetabular component was vertical this was explanted. There was a large amount of metal debris on the backside of the liner. Lab result shows metal ions were above 7 ppb. Doi: (B)(6) 2005. Dor: (B)(6) 2020; left hip.